Event description:
Reportedly, it was impossible to interrogate an alizea pacemaker and to pair the printer using bluetooth communication, while inductive telemetry was functional. The programmer was then upgraded to smartview 3.14 version, but the same issues were observed.

Manufacturer narrative:
Preliminary analysis revealed a software issue before upgrade to smartview 3.14 version preventing ble communication.

Event description:
Reportedly, it was impossible to interrogate an alizea pacemaker and to pair the printer using bluetooth communication, while inductive telemetry was functional. The programmer was then upgraded to smartview 3.14 version, but the same issues were observed. Preliminary analysis revealed a software issue before upgrade to smartview 3.14 version preventing ble communication.

Event description:
Reportedly, it was impossible to interrogate an alizea pacemaker and to pair the printer using bluetooth communication, while inductive telemetry was functional. The programmer was then upgraded to smartview 3.14 version, but the same issues were observed.

Manufacturer narrative:
Analysis synthesis: - analysis of available expertise files confirmed the reported issue, as several bluetooth communication errors were observed on (B)(6) 2023. - however, all observed communication errors occurred before the installation of smartview 3.14 version, on (B)(6) 2023 at 15:02. There is no evidence of a failed ble communication attempt under smartview 3.14. - therefore, the reported behavior most probably resulted from a deactivation of ble communication, which is a known issue on smartview 3.12 version.